Event description:
The pt's sample was tested throughout the year using the cea era assay. The customer reported a sample that gave discordant results against another co's system. The results are noted in section b6. The pt was redrawn for a sample. The sample was returned to co for evaluation. The returned sample was tested using an in-house cea era kit, lot number 691300. The sample recovered at 25.7 ng/ml when run neat and at 3.14 ng/ml when diluted with a heterophile blocking reagent (hbr). Based on the above results, the data indicate that there is an interfering substance in the pt's sample which caused a falsely elevated result when using the cea era assay kit lot number 691300.